Manufacturer narrative:
Zimmer biomet complaint number (B)(4). 510k/PMA: k101880. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant in site 31 was unable to be placed. No implant was placed to complete the procedure. As a result of the event there was no further impact to patient. Site was grafted prior to implant placement. Patient had no medical history. Will place implant at a later date.